Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture. Device remains implanted. This relates to the right side.

Event description:
Healthcare professional later, confirmed right rupture. The device has been explanted and replaced.

Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, one opening on the posterior side assessed as surgical impact opening (shell thickness within specification). ¿ capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: ¿ stress marks are observed assessed as non-penetrating nick. ¿ creases are observed. ¿ nick is observed assessed as surgical tool scratch like. No further actions are required as the device was implanted.

Event description:
Patient reported right side rupture. Healthcare professional later confirmed right side rupture. Healthcare professional additionally reported capsular contracture baker grade iii. The device has been explanted and replaced.